Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor cannula was missing an electrode. Customer's blood glucose was unknown at the time of incident. Troubleshooting advised customer that the sensor would be replaced and agreed to return the product for analysis. The product will be returned.

Manufacturer narrative:
The manufacturing location provided with the initial report was incorrect. The correct information has been provided with this report.